Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The procedure was a repair right ulnar collateral ligament repair on (B)(6) 2013 and suture was used. The patient experienced puss and redness with some small red bumps, and visible suture. Treatment of hibiclens provided. The status of the patient as of 09/09/2013 was reported as looking better and suture still sticking out. (B)(4). The product codes associated with this event is not known.